Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's father reported on behalf of his daughter that on (B)(6) 2019, the adc freestyle libre sensor detached from the customer's arm after 8 days of wear. Caller further reported that the customer experienced unspecified symptoms of hyperglycemia and was seen at the emergency where a reading of 417 mg/dl was obtained. Customer was diagnosed with hyperglycemia and was treated with 5 units of ultra rapid insulin by the hcp. Based on the information provided, there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's father reported on behalf of his daughter that on (B)(6)2019, the adc freestyle libre sensor detached from the customer's arm after 8 days of wear. Caller further reported that the customer experienced unspecified symptoms of hyperglycemia and was seen at the emergency where a reading of 417 mg/dl was obtained. Customer was diagnosed with hyperglycemia and was treated with 5 units of ultra rapid insulin by the hcp. Based on the information provided, there was no report of death or permanent injury associated with this event.